Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of a past event. The customer indicated that 2 years ago, she had a seizure due to low blood glucose. The customer's blood glucose reading was unknown at the time of incident. The customer was recently hospitalized for a health condition not diabetes related. Customer wanted to report the incident only.